Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's pocket sutures had busted open and the ipg was exposed. The physician noticed that the ports of the ipg were tighter than usual. The patient underwent an ipg replacement and pocket revision procedure. No device malfunction was suspected. The patient was doing well post-operatively.